Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1884, mmt-399, mmt-332, mmt-7040a, mmt-7840w1.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. Singh, ramanjit. "Effects, safety, and treatment experience of advanced hybrid closed-loop systems in clinical practice among adults living with type 1 diabetes." Journal of diabetes science and technology, volume 19, issue 6, 2024, https://doi.org/10.1177/19322968241242386.

Event description:
In the study, "effects, safety, and treatment experience of advanced hybrid closed-loop systems in clinical practice among adults living with type 1 diabetes", it was reported that the customer experienced hypoglycemia and loss of consciousness. The customer also experienced skin problems. The customer reported sensor problems and insulin leakage from the needle inserted in the skin. The customer also reported insulin delivery stopping that signal occlusion. The event involved product(s) mmt-1884, mmt-399, mmt-332, mmt-7020a, mmt-7840w1. Troubleshooting was not performed. No further patient complication was reported. No products were returned for analysis as a result of the study's findings.